Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a hard disk drive (hdd) problem that required replacement. A field service engineer replaced the hard disk drive with one loaded using a knowledge article (ka)"fstka - dod hdd configuration field service process change". After the replacement, the device was running faster with no errors. The engineer verified the repair by inventorying spaces across the main, auxiliary, and tower sections without any failures and confirmed improved performance, especially during sign-in. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station crashes randomly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.